Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that it is taking too long to charge. The rest of their recharger is not functioning and not charging their ins. They can sit there all day and cannot get the ins battery past ¼ charge. This began about a week ago. They get all 8 boxes filled when charging the ins. The patient stated that it has been harder to get all 8 boxes shaded lately which was noted to be about 3 days ago. They kept putting the recharger antenna on the ins to charge and they kept doing it and then they noticed they got the ins to ½ full. They then stopped when they had to run some errands and noticed the ins went back to where it started at. They sat there for probably 3 hours in the evening but it never got past ¼ full. They have not had time to charge their ins since they got a replacement recharger. During the report the patient repositioned the antenna over the ins. They were getting 6-8 coupling boxes on the phone. The recharger shows that they have no charge in their ins and they were seeing the recharge the stimulator screen on their patient programmer. Troubleshooting resolved the coupling issue as they were able to get 6-8 bars. Patient services reviewed the importance of ante nna placement, recharging best practices, and typical recharge duration to charge the ins to 100% full. The patient was redirected to follow up with their healthcare professional (hcp). The patient noted that they have so much going on they feel like a zombie and they are really scared that something is wrong and will need to get the ins replaced. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the battery not going past one-quarter was not determined. The patient stated that the issue was resolved. No further complications were reported.